Event description:
The pt reported swelling at the lead location. Follow up with hcp indicated the pt was seen in the office the next day and then two more times in the next week. A wound infection at the generator site was diagnosed, secondary to lumbar radiculitis and intercostal neuritis. The pt was put on antibiotics and both the generator and lead were explanted. The pt was seen in the office two times following the explant surgery and was being treated with oral pain medication. The pt reportedly recovered without sequela.